Manufacturer narrative:
Evaluation results: inherent risk of procedure -failure to deliver the stent and stent deformation are listed as inherent risks of coronary stenting procedures. Related to another device -the root cause of the reported event was most likely related to the guideliner device. Evaluation conclusion: inherent risk of procedure -failure to deliver the stent and stent deformation are listed as inherent risks of coronary stenting procedures. Operational context contributed to event -the root cause of the reported event was most likely related to the guideliner device.

Event description:
The physician was attempting to deliver a resolute integrity drug eluting stent to the 1st om. No abnormalities were noted during preparation of the device; however, the resolute became damaged as it passed over the guide liner. Information from the account confirms that the physician felt that the damage was caused as a result of the co-axial alignment of the guide liner. No clinical sequelae reported. Another resolute was used successfully. Device evaluation: the distal tip was flared and damaged,indicating that it may have been stubbed during advancement. The 1st five proximal stent segments were intact . The remaining segments were stretched and bunched . There was a gap of 2.0mm evident between the proximal pillow and the 1st proximal segment.